Event description:
Bayer case number: (B)(4) abdominal pain [abdominal pain] , accidents due to significant memory problems [memory disturbance], concentration problems [concentration impairment] , attention problems [disturbance in attention] , dizziness [dizziness] , chronic tiredness [tiredness], successive burnouts [burnout syndrome] , sleep difficulties [difficulty sleeping] , recurring cough [cough] , asthma [asthma] , sinusitis [sinusitis] , acid reflux [acid reflux (oesophageal)] , suspected crohn's disease [crohn's disease] , constipation [constipation] , stress incontinence [stress incontinence] , repeated urinary infections [recurrent urinary tract infection], tendon pain [tendon pain] , achilles tendon [achilles tendonitis] , muscle and joint pain [arthromyalgia] , sleep apnoea [sleep apnoea] , dry eyes [dry eyes] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 17-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 46-year-old female patient who had essure inserted (lot no. 927071) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced abdominal pain (seriousness criterion intervention required), memory impairment ("accidents due to significant memory problems"), concentration impairment ("concentration problems"), disturbance in attention ("attention problems"), dizziness ("dizziness"), fatigue ("chronic tiredness"), burnout syndrome ("successive burnouts"), insomnia ("sleep difficulties"), cough ("recurring cough"), asthma ("asthma"), sinusitis ("sinusitis"), gastrooesophageal reflux disease ("acid reflux"), crohn's disease ("suspected crohn's disease"), constipation ("constipation"), stress urinary incontinence ("stress incontinence"), urinary tract infection ("repeated urinary infections"), tendon pain ("tendon pain"), tendonitis ("achilles tendon"), arthralgia ("muscle and joint pain"), sleep apnoea syndrome ("sleep apnoea") and dry eye (" dry eyes"). The patient was treated with surgery (to remove essure) and non-drug therapy (rehabilitation). Essure was removed on (B)(6) 2025. At the time of the report, the abdominal pain, disturbance in attention, fatigue, burnout syndrome, insomnia, asthma, gastrooesophageal reflux disease, constipation, stress urinary incontinence and sleep apnoea syndrome had not resolved. The outcomes for memory impairment, disturbance in attention, dizziness, cough, sinusitis, crohn's disease, urinary tract infection, tendon pain, tendonitis, arthralgia and dry eye were unknown. No causality assessment was received for essure with regard to memory impairment, concentration impairment, disturbance in attention, dizziness, fatigue, burnout syndrome, insomnia, cough, asthma, sinusitis, gastrooesophageal reflux disease, abdominal pain, crohn's disease, constipation, stress urinary incontinence, urinary tract infection, tendon pain, tendonitis, arthralgia, sleep apnoea syndrome or dry eye. The reporter commented: period of occurrence: some signs from 2016 then various health problems. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Abdominal pain [abdominal pain] accidents due to significant memory problems [memory disturbance] concentration problems [concentration impairment] attention problems [disturbance in attention] dizziness [dizziness] chronic tiredness [tiredness] successive burnouts [burnout syndrome] sleep difficulties [difficulty sleeping] recurring cough [cough] asthma [asthma] sinusitis [sinusitis] acid reflux [acid reflux (oesophageal)] suspected crohn's disease [crohn's disease] constipation [constipation] stress incontinence [stress incontinence] repeated urinary infections [recurrent urinary tract infection] tendon pain [tendon pain] achilles tendon [achilles tendonitis] muscle and joint pain [arthromyalgia] sleep apnoea [sleep apnoea] dry eyes [dry eyes]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 17-jul-2025. The most recent information was received on 30-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 46 year-old female patient who had essure inserted (lot no. 927071) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2025. On unknown date she experienced abdominal pain (seriousness criterion intervention required), memory impairment ("accidents due to significant memory problems"), concentration impairment ("concentration problems"), disturbance in attention ("attention problems"), dizziness ("dizziness"), fatigue ("chronic tiredness"), burnout syndrome ("successive burnouts"), insomnia ("sleep difficulties"), cough ("recurring cough"), asthma ("asthma"), sinusitis ("sinusitis"), gastrooesophageal reflux disease ("acid reflux"), crohn's disease ("suspected crohn's disease"), constipation ("constipation"), stress urinary incontinence ("stress incontinence"), urinary tract infection ("repeated urinary infections"), tendon pain ("tendon pain"), tendonitis ("achilles tendon"), arthralgia ("muscle and joint pain"), sleep apnoea syndrome ("sleep apnoea") and dry eye (" dry eyes"). The patient was treated with surgery (to remove essure) and non-drug therapy (rehabilitation). At the time of the report, the abdominal pain, disturbance in attention, fatigue, burnout syndrome, insomnia, asthma, gastrooesophageal reflux disease, constipation, stress urinary incontinence and sleep apnoea syndrome had not resolved. The outcomes for memory impairment, disturbance in attention, dizziness, cough, sinusitis, crohn's disease, urinary tract infection, tendon pain, tendonitis, arthralgia and dry eye were unknown. No causality assessment was received for essure with regard to memory impairment, concentration impairment, disturbance in attention, dizziness, fatigue, burnout syndrome, insomnia, cough, asthma, sinusitis, gastrooesophageal reflux disease, abdominal pain, crohn's disease, constipation, stress urinary incontinence, urinary tract infection, tendon pain, tendonitis, arthralgia, sleep apnoea syndrome or dry eye. The reporter commented: period of occurrence: some signs from 2016 then various health problems. Batch number- 927071; manufacture date- 2012-11-01; expiration date- 2014-11-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-jul-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.